Event description:
The low battery alarm had been occurring for the past 2 months. The physician was skeptical about the therapy efficacy due to the high dose per day (dilaudid, 40 mg/ml at 4.2 mg/day). They were unsure whether the catheter was working, but did not perform a dye study. Refill residual volumes were normal. During the pump replacement procedure, the physician was unable to withdraw any fluid from the catheter. It was unclear on x-ray whether the catheter was in-situ. No dye was injected due to overdose risk. The decision was made to tie off the catheter, explant the current pump, and not replace it. The pt was to be managed with oral medication. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.